Manufacturer narrative:
The reporting facility indicated the device was not available for return.

Event description:
It was reported that during a procedure, the cap of the seal device opened resulting in feces spraying into the face of attending healthcare personnel. The case was completed and there was no reported injury or other adverse health consequence to the patient.